Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator had inconsistent 12-lead readings while in use on a pt. There was no negative pt impact.